Manufacturer narrative:
(B)(4). D10: item # 110018822, g7 positioning guide rod, lot # unknown item # 110003457, ratcheting screwdriver handle, lot # 108229 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that 2 pieces broke during surgery from wear. Ratcheting screwdriver handle would not ratchet. The patient had hard bone which may have contributed to the drill snapping. The surgery was completed using a backup tray. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: wear from previous use was noted to the proximal and distal ends. Flexible shaft is confirmed to be fractured. Fractured distal end was returned. Coiled flexible shaft shows several hairline cracks forming in the center and extending to the outer diameter. No other damage was noted. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Based on the available information, the reported event can be confirmed. The instrument was manufactured in 2010 and likely fractured due to wear and tear from repeated use over time in the field; therefore, the fracture is most likely due to the high torque forces during nearly 15 years of use and does not suggest a manufacturing issue. However, with the available information, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.